Manufacturer narrative:
Continuation of d10: 900sfc236 heart band, implanted (B)(6) 2022. 638bl36 heart band, implanted (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented with phrenic nerve stimulation and diaphragmatic stimulation. It was noted that the patient previously experienced stimulation after the implant of the left ventricular (lv) lead and it was successfully mitigated with programming changes and it was noted that for the past month, the stimulation has returned. Additionally, it was noted that the patient noticed their cardiac resynchronization therapy defibrillator (crt-d) battery longevity has gone down quicker than projected originally. While running in office testing, the crt-d had a partial electrical reset. It was noted that the lv lead and crt-d were reprogrammed. It was further reported that the mobile programmer crashed before ending the session. No further patient complications have been reported as a result of this event.